Manufacturer narrative:
A titan touch pump, two cylinders, and detached inlet tubing with connector were received for analysis. No functional abnormalities were identified with any of the returned components. The information received indicated a hard pump and buckling cylinder, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to available information, though not confirmed, this device was explanted and replaced with a new device because the pump was hard to use and the cylinders were buckling because they were too long. A new device was successfully implanted and no other adverse patient effects were reported.